Event description:
The user facility reported the reliance endoscope processor was leaking water. User facility personnel shut off the unit and cleaned up the water. No injuries, procedural delays/cancellations or property damage were reported.

Manufacturer narrative:
A steris service technician inspected the unit and found that the door gasket had become misaligned from the holding plate, resulting in the reported leak. The technician reinstalled the gasket and cleaned buildup that was noted where the door and gasket meet. The technician also cleaned debris from the drip pan strainer. The technician tested the unit and it to service; no further issues have been reported. The washer is not under steris service contract and is serviced by a third party. The equipment maintenance manual states (pp. 4-1): "check door gasket for wear and tear. Verify gasket is properly inserted in door frame. Replace if necessary. (3x/year)." The equipment maintenance manual further states (pp. 4-27) how to clean the door drip pan strainer located in front of the unit. Steris has advised the user facility on performing scheduled maintenance on their equipment.